Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that there was a fifteen minute delay to the surgical procedure. B5: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that the duration of the surgical delay was fifteen minutes. It was further reported that the motor device was reviewed and verified, and did not present any fault. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the sagittal saw attachment device was frozen/would not move, moving parts did not move smoothly, did not function and component damaged. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products: trauma recon system motor the initial reporter's phone number is not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a knee joint replacement surgery, it was discovered that the sagittal saw attachment device, for the trauma recon system motor, became stuck and stopped working. It was further reported that when touching this device, it was evident that it had a high temperature. There was an unknown delay to the surgical procedure. A spare device was used to complete the surgery without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.